Event description:
A buyer reported that lens did not unfold. There was no patient contact with the patient. The procedure was completed with new lens, the additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).